Event description:
Nurse educator reported patient's (pt) hemodialysis treatment was initiated on the baxter 1550 device at 07:15. After 10:00, pt was noted to be experiencing a seizure. Healthcare professional (hcp) administered 500 cc's of normal saline including the rinseback. Pt was unresponsive to verbal stimuli, IV was started, oxygen was administered and blood was drawn for laboratory analysis. Pt left the clinic via stretcher by ems and transported to a local hospital. Hemodialysis prescription included the following: length of treatment 4 hours, goal weight to be removed 1.7 kg, dialyzer baxter ca170. Total ultrafiltrate removed was 1.38 kg. No further info was provided regarding this event.